Event description:
It was reported a leak in a part of the device. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3822 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refu3822) have been reported from the same facility in spain.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the exact cause remains unknown. One 4 fr powerpicc catheter was returned for evaluation. The catheter length was measured to be 30 cm. Dried usage residue was present on the catheter surface. A photograph of a product sticker was returned for evaluation of this complaint. The sticker was labeled with ref: (B)(4) and lot: refu3822. This information was verified to align with the information recorded in the complaint file. No photos or videos were returned of the implicated device. The catheter was flushed and pressurized with water and a leak was observed to emanate at the proximal end of the catheter near the winged hub. Microscopic observation of the leak location revealed multiple circumferential splits in the tubing. The splits were located in proximity and appeared to be concentrated where the usage residue is present on the catheter surface. The splits appeared to have a 'cracking' texture pattern. The catheter was cut near the proximal end of the catheter in order to measure the catheter outer diameter and wall thickness. The dimensions were found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include repeated kinking leading to material fatigue and exposure to incompatible cleaning solvents leading to material degradation. Since a leak was observed to be present at the proximal end of the catheter, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a leak in a part of the device. No other information was provided.